Event description:
A customer reported an issue regarding the battery and physical state of the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support received the email and plans to follow up with the customer to address their technical or product support needs.